Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose levels rose as high as 350 mg/dl while wearing the pod. Upon removal, the cannula was reported to be kinked. No treatment details were reported.

Manufacturer narrative:
The device has been received for investigation. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.